Event description:
Customer called on behalf of her daughter, who uses the system. She said that they activated a new pod the previous morning, and her daughter's bg "ran over 350 all day." At 5pm, she removed the pod and gave a 2.0u manual injection, and then activated a new pod. An hour later, her bg was 204. She said, the infusion site appeared normal and did not notice anything unusual about the device after removal.

Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. It was confirmed that, though the needle was fired as received, the needle mechanism may have failed to activate immediately due to a mfg defect (damaged). This was the likely problem that caused the reported event (elevated bg levels). The product user guide instructs the user to "check the infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.